Manufacturer narrative:
The customer¿s experience of backflow was confirmed. Testing of the used returned part indicated a failed result per the supplier. Disassembly of the check valve resulted in the discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The size of the particle was measured to be 0.0168¿ long. The particle was identified to be pvc. The root cause of the backflow was due to a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a primary IV set backflow event with no patient harm. Although requested, the customer provided no other event information.